Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 02/06/2017, the reporter contacted animas alleging the patient¿s blood glucose (bg) on an unknown date was 294 mg/dl with abdominal pain and nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and they remained on pump therapy. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because troubleshooting could not be performed to determine whether a device use-error or device malfunction contributed to the reported health event.